Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure: (B)(6). Name of the index surgical procedure: enterorrhaphy. The diagnosis and indication for the index surgical procedure? Ventral hernia without obstruction or gangrene. What tissue type and location of the suture placement? Totally healthy tissue. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? The tissue was normal. How was the suture placed (interrupted or continuous)? Continuous suture. How was the suture tied (square knot or multiple knots one end)? Square knot of surgeon. Was there any precipitating stress factor for the suture breakage? No, none. Where was the incision located? Right iliac fossa - transverse incision. Where was the hernia located? Right iliac fossa. Was there a recurrence of prolapse or an occurrence of an incisional hernia? He was correcting incisional hernia mesh technique above the fascia. Other relevant patient history/concomitant medications: none. If applicable, will product be returned? Return date, tracking information not available. What is physician¿s opinion as to the etiology of or contributing factors to this event? The suture broke in the middle part. What is the patient¿s current status? His condition is good, he re-intervened and the hernia was corrected again, now he's fine, recovering. Note: adverse event related to suture reported via this MDR report #; mesh reported via 2210968-2019-80335.

Event description:
It was reported that the patient underwent ventral hernia repair on (B)(6) 2019 and continuous suture was used and square knot tied. The patient returned on (B)(6) 2019 due to moderate pain in the inguinal region, assessed by a general surgeon who decided to take an abdominal wall ultrasound. The ultrasound reported an incisional hernia, so surgeon decided to perform a surgery. On (B)(6) 2019, surgery was performed finding a hernia defect of 5 by 4 cm, the suture was broken in the middle part and the mesh collected towards the superior portion. It was reported there were no adhesions, no infection. During the procedure, the mesh was removed, the loop of the small intestine was released to the lower edge, the flaps were carved, but primary closure was not possible due to retraction of the edges. The greater omentum was dissected, adhesions released from this to the midline until the omentum covered the hernia defect. A 7 by 6 cm mesh was placed intraperitoneally over the omentum, cardinal points of suture were placed, and then separate points, reinforced with suture. During the procedure, hemostasis, washing, vacuum drain, gauze counting, compresses and complete instruments, skin closure was performed. It was reported that the patient condition is good, reintervention performed and the hernia was corrected and now the patient is fine, recovering.